Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results. The returned autotome rx 39 was analyzed, a visual and microscopic inspection found that the working length was torn from the end of the rx channel to the tip, also, was twisted, and the cutting wire was kinked as well. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the tip of the tome was torn, and the paint was peeled off the extrusion. The procedure was completed with the same original device. There were no patient complications reported as a result after this event. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.